Event description:
I am a medtronic 780g user and have had year to date 7 cgm sensor failures, I also find the sensors not to be very accurate. This is what I want to report, no medical assistance was needed in any case just questioning the quality of medtronic's cgm sensors 780g system. Reference report: mw5171558, mw5171559, mw5171560, mw5171561, mw5171563, mw5171564.